Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the proximal piece zta-pt was being deployed. The blue handle, which releases the trigger wires, was turning but did not engage with the trigger wires. The top bare metal stent remained closed. The doctor used the fail safe of opening the back tabs of the handle and manually pulling out the trigger wires. Patient outcome: graft was deployed in patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the zta-pt-38-34-217-w was being deployed. Despite the blue rotation handle was rotated to stop, the uncovered stent remained closed. Per the reported information, the black knob was turned completely until it stopped rotating. Patients anatomy in the area of the difficulty was reported as unremarkable. The physician released troubleshooting and was able to deploy the stent graft in the planned target zone. The patient experienced a delay. No other adverse effects to the patient were reported. There were no additional procedures, medical interventions or pharmacological treatment performed due to the occurrence. Per the device evaluation, the observed burrs on both side holes on the gray positioner, and the groove mark between the side holes could have occurred when the steel wire was pulled out during troubleshooting. As troubleshooting was performed and the stent graft was deployed by customer, the device evaluation cannot confirm or unconfirm whether the rotation handle was rotated to stop as reported. The distance between the shortest and the longest nitinol wire was measured to be within specification and no burrs or indentations were observed along the entire length and in the ends of the wires. Review of the device history record gave no indication of the device being produced out of specification. Based on the provided information and device evaluation the cause of the reported event could not be determined. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.